Event description:
It was reported a motor stall and motor stall recovery occurred. Both events were recorded in the event logs. The patient had an MRI the day prior to this report. Upon the third interrogation on the day of report, the recovery message occurred, thus the pump was in a telemetry mode and the time of the actual recovery was not known. It was said the patient was doing ¿fine¿ and the pump was ¿performing as expected.¿ the pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter . (B)(4).